Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the customer had low blood glucose of 20 mg/dl and called an ambulance. The customer was later admitted to a hospital. No further information was provided.